Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" sensor error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer experienced symptoms described as "sweating, trembling, feeling completely weak and having no strength left". The customer was able to self-treat with grape-sugar cola, dextrose, and then injected insulin (type/dose unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.